Event description:
It was reported that the tubing connector came off of the customer's reservoir, she put it in the insulin pump and it became stuck in the pump. The customer's blood glucose was 333 mg/dl. The customer was walked through rewinding the insulin pump and priming to see if the reservoir would come out far enough for her to untwist it and get it out of the insulin pump. It would alarm no reservoir and come out far enough for her to grab it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).